Manufacturer narrative:
Date of event: (B)(6) 2017 .

Event description:
Customer reported that the unit went ventilator inoperative with error code message of proximal pressure sensors failed and pressure regulation high while transporting a patient. Reportedly, customer stated that they were unable to reproduce the symptom and there was no machine related error codes appear in the significant event log. Customer reported there was patient involvement; but there was no harm to the patient or user.

Manufacturer narrative:
Through follow-ups, customer stated patient's details are not available.